Event description:
A (B)(6) male undergoing a CT guided lithotripsy access x 2 for left kidney in preparation to planned lithotripsy. During procedure the guide wire used for nephrostomy tube placement was defective (bent). A new guide wire was used and vendor was notified of the issue. No impact on procedure or patient.